Manufacturer narrative:
We checked the returned unit and confirmed that the aft suction tube clogged.based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the light guide cable coating damage, the u/d knob broken, the remote control buttons perforated, the root brace rubber cracked, the insertion flexible tube (ift) crushed, the lg root brace rubber cut, the bending rubber dirty, the distal body dirty, the objective lens unit dirty, the lcb distal cover glass dirty, and the lg prong top loose; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.